Event description:
Caller (biomed) stated that sensor was returned to the biomed within the last two months. It had been reported that this ds100a sensor was giving low readings while monitoring a patient. It was not reported what the actual reading value wa nor was it reported if it was pulse rate or spo2 rate that were low. Caller stated that no further information was available. No patient harm reported.

Manufacturer narrative:
(B)(4).